Event description:
A report was received by ciba vison from a surgeon that a patient who had a memorylens implanted had endopthalmitis. Although numerous attempts were made to contact the doctor by telephone and fax, no additional information was provided.